Event description:
It was reported that pump displayed malfunction code and caller contacted support, with no notable events occurring beforehand and caller declining to share blood glucose information. There was no reported impact to the customer¿s blood glucose level. Customer reset pump with assistance from technical support, malfunction did not recur, customer was advised to continue using pump and to call back if malfunction returned, and caller acknowledged and understood instructions.